Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic segmentectomy, when cutting closed tissue, the staples burst out. The staples were not form proper shape, appear bent, and/or are unformed after the instrument was completely fired. The surgeon re-opened a new reload and handle to complete the case. There was no patient injury.